Manufacturer narrative:
(B)(4). Returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Additionally, there was damage to the hypotube identified. Microscopic examination revealed a complete hypotube separation 24.5cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. Microscopic examination inspection presented no damage or irregularities to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and calcified left anterior descending (lad) artery. A 32x2.50 omega¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a shaft break.